Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. The customer's blood glucose level was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.